Event description:
It has been reported through the filing of a law suit that patient allegedly, in 2001, underwent revision of an allegedly "failed" total left knee replacement of unspecified implant date.